Manufacturer narrative:
Device received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify unexpected restart alarm due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart and button error alarm. The customer's blood glucose value was unknown. The customer removed batteries but insulin pump had a button error alarm plus a unexpected restart error. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.